Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle broke and leaked during injections. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device expiration date: 2021-10-31. D.4. Medical device lot #: 6299512. H.4. Device manufacture date: 2016-10-25.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depict a shelf carton with batch #6299512 (p/n 305270) and a single package with only top web visible with unidentifiable batch and part number. No samples or photos of reported defective product were provided for evaluation. No representative samples from the same batch were provided for evaluation. Therefore the reported defect could not be confirmed. The reported defect was not identified in photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle broke and leaked during injections. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle broke and leaked during injections. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.